Event description:
The family member reported via the manufacturer representative that the patient was almost paralyzed. There was an abscess on the spinal cord and the device was explanted. It was unknown if the issue was resolved at the time of the report. Additional information received from the patient's friend/family member and a manufacturer representative. It was reported that the patient was diagnosed with discitis and osteomyelitis. The patient had ascending paralysis and the system was removed on (B)(6) 2022. In the middle of (B)(6) 2022, the patient was not able to walk and the patient's wife had to call 911 three times because the patient would suddenly fall to the floor or in the shower. They had four hospitalizations and their healthcare provider decided to remove the device. The patient had an infection of the vertebrae and they were taking vancomycin. They were in a skilled nursing facility and it was "not promising" that they would walk again. The patient's wife further noted that one day the patient felt unwell, became incontinent, and were able to walk a little bit with their walker (back in january 2022).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.